Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, computed tomography of abdomen without pelvis showed that the bard inferior vena cava filter was positioned below the renal veins. Some of the filter struts have penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. The filter was tilted anterior with its proximal cone lay on the wall of the inferior vena cava possibly embedded in it. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.